Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. Investigation conclusion: this is the 1st complaint for lot # 8141929 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause can¿t be confirmed.

Event description:
It was reported that there was a leakage past the stopper with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: material no. 306547, batch no. 8141929. (9 of 13). It was reported there was leakage. "Syringe leaked blood back into the plunger onto the technician's glove."